Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. The nurse could not specify when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. Visual inspection revealed damaged force sensing resistors (fsrs), determined to be the cause of the condition. To correct this condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.